Event description:
The consumer reported the patient had experienced 2-3 falls within this year. It was stated the first fall the patient had, they hit their head on a pipe with full force. It was stated the patient had been experiencing neck and lower back pain also and needed a magnetic resonance imaging (MRI) to check on it. It was noted that it was unknown if the symptoms reported were related to the device or therapy. The patient was implanted for parkinson's dual and movement disorders.

Event description:
Information was received from a manufacturer's representative who reported that the patient needed magnetic resonance imaging (MRI) compatibility guidelines. The patient stated also that they saw their healthcare provider who told them that their therapy is working fine and the falls were unrelated to their implanted device. The patient was provided the patient services number to contact regarding their MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.